Event description:
Procedure type: tapp diagnosis: inguinal hernia. According to the reporter: the needle was broken at the tip of the needle and lost in the body additional information received discovered that the needle broke while they fixed the mesh, because it was applied at the tip of the needle. This was noticed during the surgery, but the tip could not be found during the surgery. No further patient harm was reported by the customer. The needle tip was found again by using CT (computer tomography) and MRI (magnetic resonance imaging). A second laparoscopic surgery was needed where the needle was removed easily. The date of the laparoscopy, product ID or lot and further patient information could not be given by the account. Current patient status is reported to be okay. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No further patient harm was reported by the customer. The device was discarded by the account and there are no sample lots remaining for evaluation.

Manufacturer narrative:
(B)(4).